Event description:
It was reported that during a lobectomy procedure, the clip was malformed. Another device was used to complete the case. There was no adverse consequences to the patient.

Manufacturer narrative:
Information anticipated, but unavailable at this time.